Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and a high number of short interval counts (sic). Additionally, the rv lead exhibited noise consistent with a nonphysiological event. The lead sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Non-physiologic sensing noted on stored egms. 32 v-sics on (B)(4) 2015. Lead failure predictor triggered on (B)(4) 2015 for v- sics and nsts. Rv pace impedance steady at 830 ohms through (B)(4) 2015, rises out of range (> 3000 ohms) starting (B)(4) 2015. Products: d224trk ICD implanted: 2009 (B)(6), explanted: 2015 (B)(6); 419688 lead implanted: 2009 (B)(6). (B)(4).